Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint to perform failure analysis. The usm was analyzed, and the reported failure was confirmed and reproduced. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on a testing platform, and fiber test failed pointing to clock spring. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted pleural decortication surgical procedure, a recoverable error 1162 occurred on the universal surgical manipulator (usm) 2. The customer attempted to power cycle the system, but issue persisted. The customer stated that they disabled usm 2 and was continuing the procedure with 3 usms. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and confirmed error 1162 pointing to usm 2 axes controller spar (acs) board. The procedure was completing as planned with no reported injury.